Event description:
Additional information received via email from customer and attached in complaint on 02-dec-2021: no patient incident found during testing.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing found error code 41628 and red screen at startup. The root cause of the reported issue was found to be component failure. Actions were taken to mitigate the reported issue: the main board will be replaced during the repair process for the issue.

Event description:
It was reported that a smiths medical pump displayed an error code 41628. No adverse patient effects were reported.